Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. The catheter tip was found to be bent and the angle was measured at approximately 30 degrees. No visible damage or abnormality to the balloon, windings or returned syringe was observed. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of pacing issue could not be confirmed during the analysis as the device responded appropriately during functional testing; however, the catheter tip was found to be bent. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the catheter was unable to pace during use. The catheter was pacing properly in the beginning, but became unable to pace during use. Upon completion of the procedure, the catheter was withdrawn and the catheter tip was found to be bent. Further detail could not be obtained. There were no patient complications reported.